Event description:
Two illiac screws broke inside the patient postoperatively. Broken illiac screws were detected during a follow up visit. The date that the screws broke is unknown. The patient underwent additional surgery to explant the broken screw in 2006. There was no patient information provided, nor a relevant history associated with the broken screws. The patient was unaware that the screws had broken until a postoperative visit.

Manufacturer narrative:
The date that the screws broke is unknown. The patient underwent additional surgery to explant the broken screw in 2006. There was no patient information provided, nor a relevant history associated with the broken screws. The patient was unaware that the screws had broken until a postoperative visit. Incident was reported to regulatory on 07/07/2006. Regulatory decision to file MDR made on 07/07/2006 when complainant contacted and informed alphatec spine that the broken illiac screw was explanted from the patient.